Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter of lot number 230574409 was returned and analyzed. Visual inspection of the loop segment area was carried out and showed the loop was kinked/twisted near the electrode(s) five. The user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. A kink was observed at the tip/loop of the pebax tubing. A kink/twist was observed on the catheter shaft. A ribbed material was observed on the pebax tubing. The introducer was removed from the mapping catheter. Visual inspection of the pebax segment area showed the pebax tubing was ribbed at approximately three inches from the loop distal tip. The user may experience insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately 57 inches from the lemo connector. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. The introducer should not be removed from the achieve shaft as it cannot be re-inserted due to the curvature of the distal loop. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between the electrodes and the other side of the cable showed the electrode's continuity and impedance to the cable are normal. In conclusion, the returned mapping catheter failed the returned product inspection due to a tip/loop kink, shaft kink, ribbed pebax tubing and the introducer was removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported prior to use and during the preparation of the mapping catheter, there was physical damage observed. The scrub technician reported difficulty in moving the introducer once the electrodes were contained within it, requiring the physician to use significant force to move the introducer off the electrodes. Upon visual inspection, the physician noted that the loop of the mapping catheter appeared misshapen and deemed it unsafe for use in the cryoablation case. The mapping catheter was replaced. There was no patient involvement.